Event description:
Hcp reports removal of device due to infection. Hcp reports the patient presented with signs and symptoms of infection including fever, redness, swelling and pain at the end of the device pocket. No cultures were obtained, but the patient was treated with IV and oral antibiotics, and underwent a total device system explant. The infection has resolved. The device was explanted, but not returned to the manufacturer for analysis.